Manufacturer narrative:
Concomitant medical products: palacos r 1x40 single catalog#:00111214001 lot#:81964427, palacos r 1x40 single catalog#:00111214001 lot#:81964427, tibia cemented 5 degree stemmed right size e catalog#:42532007102 lot#:63232175, femur cemented cruciate retaining (cr) standard right size 9 catalog#:42502606602 lot#:63015184, all poly patella cemented 29 mm diameter catalog#:42540000029 lot#:63463170. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface confirms pitting and gouging on the proximal side and flaring on the dovetail feature. Sem analysis revealed few particles embedded on the gouged surface of poly bearing. Device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per states that patient fell after the total knee procedure. So the root cause may be attributed to patient fall. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient underwent a total knee arthroplasty revision and drainage four (4) days post-implantation, following a fall. The articular surface was removed and noticed to be scuffed more than usual. The bearing was removed and replaced.

Manufacturer narrative:
Device received, evaluation not started.

Event description:
It is reported that the patient underwent revision to a right total knee arthroplasty due to a fall. The surgeon reported that the implant was more scuffed than expected.